Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the she needed to adjust the basal rates. Customer's blood glucose was 300 mg/dl. Customer reported there was no warning for running out of insulin. Found one low reservoir alarm in history. Customer had to disconnect before completing troubleshooting. Customer was advised to monitor the device. Customer will not be returning the device for analysis.